Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular intervention, the catheter tip detached within the patient. The physician successfully removed the foreign body from the patient with no additional consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation with the tip detached. The device was examined visually and microscopically it was noted that tip material remained on the catheter. This remaining tip material was necked down and elongated approximately 2mm and the fuse joint still intact. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.